Manufacturer narrative:
The hospital reported that the pump was not available for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The MFR received a report through device tracking indicating that the patient expired due to multisystem organ failure.

Manufacturer narrative:
Additional information: the pump was not returned. A correlation between the device and the reported multi-system organ failure (msof) could not be conclusively determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.